Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient was admitted to the hospital with a small bowel obstruction. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿dense adhesions of a small bowel segment with the umbilical mesh and a portion of the mesh had everted and caused inflammatory reaction involving the small bowel. The surgeon excised the somewhat rough mesh in its entirety and resected a section of the densely scarred bowel to prevent further obstruction.¿ it was reported that the patient experienced severe, chronic abdominal pain and discomfort. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 1/15/2020. Additional information: d4, h4. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7, g1.